Manufacturer narrative:
Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#:k053529.

Event description:
On (B)(6) 2011, the lay user/reporter, the patient's mother, contacted lifescan to report the one touch ultra2 meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. The reporter reported three incidents: on (B)(6) 2011 at 5:55 pm the patient obtained the blood glucose reading of 134 mg/dl on the reported meter. Afterwards, the patient experienced the symptoms of disorientation, unresponsiveness and seizure. The patient's mother attempted to give him food and/or juice, and contacted emergency services. At 6:10 pm the paramedics tested the patient using their meter, with a blood glucose reading of 34 mg/dl. The patient was treated with intravenous glucose. On (B)(6) 2011 at 7:00 am the patient obtained a blood glucose reading of 420 mg/dl on the reported meter. The patient took six units humalog. Afterwards, the patient experienced the symptoms of disorientation, unresponsiveness and seizure. The patient's mother administered treatment with food and juice. On (B)(6) 2011 at 7:00 am, the patient obtained the reading of 180 mg/dl and took five units humalog insulin. At 11:45 am the patient experienced the symptoms of disorientation, unresponsiveness and seizure. The patient's mother administered treatment with food and juice. The patient manages his diabetes with humalog insulin taken on a sliding scale. Troubleshooting revealed the patient's testing technique was correct, the test strips were in good condition and within opened expiration dating and the meter was programmed with the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin based on elevated blood glucose readings, and received emergency medical attention and treatment with glucose. Therefore this complaint is being reported.